Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery. During the procedure, the existing cuff was removed and replaced with a smaller component. The physician believed the smaller cuff was a better fit for the patient. There were no patient complications reported.